Event description:
It was reported that the system would not turn on, no boot. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was adjusted and the generator and camera were calibrated during the service call. The system was tested and found to be working as intended and put back into service.